Event description:
It was reported that upon opening the cement, it was discovered that the inner plastic bag which holds the cement power was not sealed.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s. But a similar device is commercially available in the u.s.